Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had angulation problems. The issue was found during maintenance. During initial inspection, an olympus engineer found foreign debris protruding from the air / water nozzle. There were no reports of patient harm. This medwatch report is being submitted to capture the reportable malfunction found during product evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additional information found during inspection and testing were; the air / water channel were blocked; optical cover glass adhesive was worn; the distal end adhesive was worn; the switch failed; the air/water connector was loose; the up/down/left/right angle failed; the up/down angle play failed; the water flow and water removal did not meet specification; and the electrical safety test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified. A definitive root cause could not be established. Olympus will continue to monitor field performance for this device.